Event description:
Received report from voluntary report (B)(4). On an unk date, the pen needle broke off internally. No further info is available.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. Unable to follow up due to no contact info was given on the medwatch form.